Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no indication of a product quality issue. Reportedly the common femoral artery was mildly calcified. The special patient populations section of the starclose se instructions for use (IFU) states that the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states: do not deploy in areas of calcified plaque.

Event description:
It was reported that after a neurologic procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, percutaneous access was obtained under ultrasound guidance. After clip deployment, distal pulses of the limb were lost. An ultrasound revealed a common femoral artery dissection flap two cm above the deployed starclose se clip. Emergent exploratory surgery revealed the presence of posterior calcified plaque of the common femoral artery. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.